Event description:
The device was used during a low anterior resection procedure. Reportedly, the safety broke. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.